Manufacturer narrative:
H11: no further investigation on the affected clamp will be performed since livanova learned that the customer decided to replace it with a new one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that an electrical venous occluder (evo) did not open or close and did not calibrate intermittently. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the evo. The incident occurred in (B)(6), canada. Through follow-up communication with the customer, livanova learned that no error message was displayed together with the issue. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. Indeed, the evo unit was tested on a different system without re-occurring. The unit was returned therefore to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2021 and it was found that unit was complained in 2022 for a calibration problem, for which it was returned to munich for repair. Based on all the gathered information, it is reasonable to assume that a temporary electrical failure in the connection of the evo to the original s5 system occurred, preventing the clamp to calibrate and work properly. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.